Event description:
Healthcare professional reported lap-band port leak. The patient noticed "no restriction" and when the physician tried to "fill it, it would not hold saline." The port was explanted and replaced.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report.